Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical problems, fluid loss and a crack in the tubing cannot be established as the product is not available for analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working. Two weeks later, a surgical procedure was performed in which the existing device was removed and a new ipp was implanted. Upon explant, fluid loss was noticed due to a crack in the cylinder connecting tube; however, the cause of the crack was not detailed by the facility. Following the intervention, the patient was stable and improved.